Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site and has a fever. It was also reported the pt was admitted to the hospital on (B)(6) 2013, and will have the ipg incision site re-opened and washed out on (B)(6) 2013. Follow-up information revealed the pt's ipg was washed out and drain tubes were placed and later removed. The pt was placed on IV antibiotics. No further information is available at this time.